Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, loss of ventricular pacing and sensing was noted. Measured data observed lead impedance >2500 ohms. Visual and mechanical examination revealed no obvious fault with the connections. Attempts to induce pacing with interro- gation and programming were unsuccessful.